Manufacturer narrative:
Date of event and date of explant is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was inoperable. As a result, the device was explanted estimated date six to eight years ago. Patient did not consent to further outreach therefore additional information was unable to be obtained. No further information is available at this time.